Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
Mechanical circulatory support and had positioning issues. There was a suction alarm due to impella in the aorta in too deep. Stable hemodynamics was achieved. Impella explanted and implanted heartmate 3 (hm3).

Manufacturer narrative:
Section d6a / d6b: implant and explant dates added. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.